Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's blood glucose reading 400 mg/dl, but had gone down to 356 mg/dl during the call; she treated with a manual injection. The customer reported having issues with inserting the infusion sets, and had already been through three. Customer removed her current infusion set and found a bent cannula. The infusion set was replaced and will be returned.